Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an nc euphora rx ptca balloon catheter to treat a non tortuous, mildly calcified distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The balloon was inflated once at 18 atms. It was reported that at the start of the balloon inflation the balloon burst. The patient is alive with no injury.

Manufacturer narrative:
The device was not being used to pre-dilate the lesion or post dilate a deployed stent. The device was not moved or repositioned prior to the burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon. The balloon was deflated, and the balloon folds were expanded. Upon visual inspection there was a longitudinal burst evident to the proximal balloon bond and the material immediately proximal to the balloon bond. The material appeared to have inflated and burst. Deformation was evident to the distal tip. Deformation was evident to the distal shaft 21.8cm proximal to the distal tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.